Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The service history was reviewed, and no prior data was found. A DHR review found no abnormalities that would contribute to this issue. The date of manufacture is approximately 1/30/2014. A two-year review of complaint history revealed there has been 31 complaints regarding 31 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; confirm the desired electrosurgical mode is selected prior to use to ensure output characteristics are suitable for the intended procedure. The operator and their support personnel must be diligent in assuring that the esu is properly configured and that proper settings are used. To avoid patient and operator burns, operating room staff should never simultaneously touch the patient and esu connectors. To minimize the risk of burns when adapting accessories, use only conmed bovie style adapters. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of his customer that the system 2450, 60-2450-120, burnt the surgeon's finger during a procedure on (B)(6) 2019. The surgical tech provided information that stated " the doctor jumped and said she got burned and there was a black spot on her finger after removing her glove." The conmed representative powered on the unit after the case and it was in spray mode which they(the surgical team) may not have been aware of according to circulating nurse. Additional attempts were made to try to clarify the situation but no other information was provided. This report is being raised as injury due to the unknown degree of burn on the surgeon.